Event description:
The cautery tip broke and fell into the surgical site.

Manufacturer narrative:
During a cardiac surgical procedure, the cautery tip broke and fell into the surgical site. The facility reported that the surgeon bent the tip prior to use. The tip was retrieved without further incident and no patient injury resulted. No additional intervention was indicated. The tip is manufactured by bovie medical. They will be notified of this incident.